Manufacturer narrative:
(B)(4). Batch # t5cv61. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide more event details? Where was the position of the knife blade after firing the device? Did the knife advance completely to the distal tips of the jaws, but not return automatically? Were there any malformed staples? Were there any staples missing from any part of the staple line? According to the surgeon, the knife blade had traveled to the distal tip of the device. Tissue had been transacted and most staples had formed properly. Once the knife blade traveled to the distal portion of the jaw it did not return to the proximal portion of the jaw. The surgeon said that he tried the reverse knife blade button and the blade would still not reverse off. He then resorted to manually cranking the blade back with the emergency blade retractor crank arm located on top of the device. The surgeon described to me that ¿most the staples had formed without any issue.¿ after following up with him, he stated that it seemed like some staples didn't form, but it wasn't an issue.

Event description:
It was reported that during a radical nephrectomy, the powered echelon 45 stapler fired, but then proceeded to be stuck on the tissue and the jaws would not open. The blade reverse button on the side of the stapler was used in order to fully reverse the knife blade to remove the stapler from the tissue. There was no patient consequence, but the stapler was still put aside and a new stapler was opened to finish the case. The surgery was delayed an unknown amount of time. The procedure was successfully completed. There were no fragments generated. There were no patient consequences reported.